Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer had symptoms of feeling "dizzy and lightheaded". Customer self treated by eating candy. There was no report of death, serious injury or third party medical interventions.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.